Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of check valve malfunctions that permit backflow from the versasafe (medicine injection point) back into the direction of the drip chamber/fluid bag. There is currently no specific event information or report of patient harm.

Manufacturer narrative:
.